Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported event of a possible pump clot could not be conclusively determined.the instructions for use lists thrombosis as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was planted with left ventricular assist device (lvad). It was reported the medical assist of the vad department that support was withdrawn from the patient due to the probability of a pump clot. The patient did not want a pump exchange. The patient was also experiencing unmanageable pain from neuropathic arthropathy.